Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail single use laser fiber was used during a flexible ureteroscopy with stone fragmentation procedure in the ureter and kidney performed on an unknown date. Reportedly, the laser unit used was a lumenis 20w with settings of 0.5j and 5hz. According to the complainant, during procedure, the laser fiber body broke within the access sheath while it was inside the patient. The fiber was retrieved as it was contained within the access sheath and the broken part did not fall inside the patient. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.